Event description:
Customer reported sensor detachment with the adc device and as a result, customer reported experiencing a loss of consciousness in the car. Customer was able to regain consciousness, drove home, and reported being able to self-treat by eating and obtained a unspecified blood glucose result. Customer had contact with a third-party, however, no treatment was reported. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported sensor detachment with the adc device and as a result, customer reported experiencing a loss of consciousness in the car. Customer was able to regain consciousness, drove home, and reported being able to self-treat by eating and obtained a unspecified blood glucose result. Customer had contact with a third-party, however, no treatment was reported. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch. Adhesive was not returned. Further investigation was not performed due to adhesive not returned. If the partial product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.